Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer declined follow up, stated they would call back if issue persist. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customers blood glucose level was 200 mg/dl.